Manufacturer narrative:
Manufacturer's report date: (B)(4) 2014. (B)(4). Although requested, device has not been received. A follow up will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Customer reports a secondary tylenol infusion backed up into the primary bag on the nicu unit. No patient harm or medical intervention occurred. No further patient/event information was reported.